Event description:
It was reported that the patient had facial nerve stimulation due to the electrode array's proximity to the facial nerve. The patient underwent surgery in order to insert muscle between the electrode array and facial nerve to avoid facial stimulation.